Manufacturer narrative:
The investigation for the purge leak has been completed. Neither the product nor the data logs were returned for investigation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64 year-old male was implanted with an impella 5.5 device for mechanical circulatory support for bridge to transplant. It was reported that after a purge cassette change, a leak was noted at the yellow luer lock or filter area. Sodium bicarbonate was running in the purge. A purge bypass procedure was successfully completed. There was no patient harm reported.